Event description:
No drug was being delivered (no specific symptoms reported), it was not possible to aspirate or inject the catheter. At the time of the catheter revision it was determined that the distal tip of the intrathecal catheter was completely occluded. The physician made a diagonal cut through the occluded portion and believed the occluding material could have been blood. The catheter was replaced. The pt recovered without sequela.

Manufacturer narrative:
The catheter was returned to the manufacturer. Analysis results were not available at the time of this report. A f/u will be sent when analysis is completed. This report is being submitted late due to a delay by a MFR employee. Training is in place.